Manufacturer narrative:
(B)(4).

Event description:
The rv threshold is still at 5 @ 0.5. Cxr looks like the lead hasn't moved from the original implant position. After prolonged discussion it was agreed to continue to monitor the threshold in the rv lead for now and consider revising if unchanged or worsened capture threshold at interrogation in 3 months. The lead remains actively implanted at this time. No adverse patient side effects have been reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.